Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The vessel sealer extend (vse) instrument was analyzed and fa could not replicate the reported event; however, was confirmed via the error logs. A review of the instrument logs verified one blade jam failure which would indicate a, "vessel sealer extended blade jammed on usm1." The logs displayed one blade jammed, one cut failed, and one blade recovery error. There was no dislodged knife observed. There was no debris on the jaws. A visual inspection of the vse instrument found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws do not open and close properly. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy with ovarian cystectomy surgical procedure, the vessel sealer extend (vse) instrument ceased to work and the monitor read "exposed blade" halfway through procedure. The procedure was completed with no patient harm.